Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was confirmed due to the belt receptacle guide pin being bent from the monitor enclosure, causing the belt to not properly plug into the receptacle. The monitor was unable to complete a baseline or detect and treat testing. The root cause for the damaged receptacle was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.